Manufacturer narrative:
There was evidence of leaking fluid on the interior of the pump, where the user did not access. Investigation concluded that the melted housing in combination with the grey fluid like substance indicated that the thermal energy caused the housing deformation and due to that the battery fluid leaked into the housing.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report black fluid leaking from the battery compartment of the purely yours breast pump while pumping on the day of report. Customer was using new batteries in the base of the breast pump when she heard a loud sound during pumping, followed by black fluid leaking from the battery compartment. Customer states she did not come in contact with the black fluid therefore she denies any burn, injury or property damage. Customer was shipped a new purely yours breast pump base the following day.